Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with advanced lumbar spondylosis and stenosis l3 to s1, degenerative disc disease and mode rate stenosis and underwent the following procedures: decompressive laminectomy, partial l3, l4, l5, bilateral neural foraminotomy. Posterolateral transverse process inter-facet fusion with rhbmp-2, autograft, platelet-rich plasma matrix l3-4, l4-5 and l5-s1. Cortical screw and rod fixation l3 to s1. Somatosensory evoked potential and direct pedicle screw stimulation technique. As per op-notes,¿ next, decortication of the residual facet complex, lateral pars, medial transverse process and residual lamina was then done and this was decorticated for bony fusion. Bmp mixed with rhbmp-2 and autograft was·then placed for bony fusion from l2 to s1. The self-torquing nuts were broken off. The wound was then copiously irrigated with vancomycin irrigation with vancomycin powder added and then closure over a 7 jp drain with interrupted 1 vicryl suture for the fascia, 2-0 vicry1 suture for the subcutaneous layer and 5-0 monocryl for the dermis.¿ the patient tolerated the procedure well without any intraoperative complications.